Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, acceptable thresholds could not be found on the atrial lead. The physician tried several times to reposition the lead but still failed. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.